Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the annuloplasty ring will not be returned as it was discarded by the hospital. Information received on (B)(6) 2011: the patient is female and (B)(6) years old. The patient had been taken off bypass during the course of the explant of this device. No operative report or patient information will be provided. Echo report was not provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. This is typically identified prior to going off bypass and therefore potential for injury is remote. In this case, we learned that the patient had been taken off bypass during the course of this explant. The annuloplasty ring was excised along with the native valve and replaced by a bioprosthetic valve as the repair was not satisfactory. This required extended operative and total bypass time, which increased the risk of the procedure. However, this was an unsuccessful ring repair acknowledged by the surgeon and not a malfunction of the device.

Event description:
Reportedly, an annuloplasty ring (26mm) was explanted at implant and replaced by perimount plus 6900pj29 valve due to tricuspid regurgitation. The customer reported that "a cosgrove 4600g26l was implanted for tricuspid annuloplasty (tap) to correct tricuspid regurgitation (tr) caused by the pacemaker lead on (B)(6) 2011. Mitral annuloplasty with physio ii 5200m28 was performed in the same procedure. After the implant, tr was observed. Cosgrove 4600g26l was explanted due to tr. A perimount plus 6900pj29 (s/n: (B)(4)) was implanted as a replacement." Customer commented that this explant was not expected but not device related.